Manufacturer narrative:
Patient's weight was asked but unknown. Follow-ups were made to request for more information on the event; however, only some information have been provided. Request was also made to have product return, but the patient has not returned the mouthguard back to the clinic yet. Once the evaluation is completed and new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after using a comfort hard-soft bite splint. After using the mouthguard for the first time, the patient developed sores at the tip of her tongue and on the upper lip. Upon experiencing the reaction, the patient stopped using the mouthguard and the symptoms went away. The patient has no known pre-existing condition or allergy.

Manufacturer narrative:
The comfort bite splint was manufactured per patient's prescription (rx) and returned for analysis. A visual inspection was performed on the returned device. The edge was smooth and no major cracks were found. The device's layers were intact and did not separate. The device was observed to be very clean; however, it had a yellowish color. The device turns yellowish due to normal usage. The case was returned in a good condition with the label. A batch/lot review for the associated material showed no manufacturing deviations or abnormalities. Glidewell research team and namsa conducted a series of testing on erkodent materials following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test results were listed and summarized in rpt 9733 rev 1.0. · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin test. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. This complaint will be kept on record for track and trending purposes.